Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for blood glucose. Customers blood glucose at time of incident: 600 mg/dl. Patient's current bg: 437 mg/dl. Customer treated for high blood glucose with insulin pen and boluses. Customer reports the symptoms related to their high blood glucose was just fatigue. Customer was neither in the emergency room, nor admitted into the hospital, nor was emergency medical services dispatched as a result of high bgs. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.